Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and the high voltage output circuit was noted to be damaged. An arc mark was noted on the device can; further evaluation indicated the presence of lead material. The damage found was consistent with that caused by arcing between the lead and the device can.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate therapy for suspected supraventricular tachycardia due to programming. Upon review egms, multiple alerts occurred during the therapy for low, out of range high voltage lead impedance, possible high voltage circuit damage and possible high voltage lead issue were observed. The low, out of range hv impedance was confirmed when tested. Subsequently, the device and lead were explanted without complication. The patient condition was normal after the procedure.